Event description:
Esophageal stricture dilatation using olympus 11-12-13mm balloon - rupture of balloon at maximum inflation. Pt has severe intrinsic esophageal stenosis approx 5mm x 3cm; 3 dilatations performed using olympus balloons ez dilate (fixed wire) (6-7.8, 8.5 - 9.5 - 10.5, 11-12-13 at completion of third dilatation, physician felt rupture of balloon 11-12-13. Withdrawn intact with "bed" noted inside deflated balloon. Pt asymptomatic in pacu - will reschedule in one week. Facility: (B)(6) center, (B)(6).